Event description:
It was reported the patient did not recharge the ipg as recommended. In turn, the ipg became inoperable. An sjm representative confirmed the ipg was non-functional due to the programmer being unable to communicate with the device. As a result, the patient's ipg was explanted and replaced (with a different model). Stimulation was restored post-op.

Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.